Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypoaesthesia ("arms and hands so numb they hurt"), neuralgia ("nerve pain"), feeling abnormal ("I feel like essure is tying to climb through my body"), gastrooesophageal reflux disease ("acid reflux issues"), hiatus hernia ("I have a hiatal hernia") and abdominal distension ("swelly belly /e-belly") and was found to have weight decreased ("essure drop me to size 2"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, hypoaesthesia, neuralgia, feeling abnormal, gastrooesophageal reflux disease, hiatus hernia and weight decreased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, feeling abnormal, gastrooesophageal reflux disease, hiatus hernia, hypoaesthesia, medical device removal, neuralgia and weight decreased to be related to essure. The reporter commented: during surgery got my coils intact. Concerning the injuries reported in this case, the following ones were reported via social media: numbness of upper extremities , nerve pain, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new events have a hiatal hernia, weight loss , medical device removal were added. Reporter were added. Follow up 3 and 4 processed together. On 20-mar-2020: social media received- new event swelly belly was added. Reporters was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.